Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The physician successfully deployed a 38mm x 2.5mm promus element plus drug-eluting stent in the distal lad, followed by a 28mm x 3mm promus element plus drug-eluting stent in the mid lad. Following deployment of the second stent, a dissection was noticed at proximal end of that stent. A 24mm x 3mm promus element plus drug-eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.